Manufacturer narrative:
Reporter is a synthes employee. Part: 351.16j; lot: 9194836; manufacturing site: (B)(4); release to warehouse date: november 14, 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Flow: broken. Visual inspection: the connector assembly was received at us cq disassembled. There were two (2) washers, two (2) pins, one (1) spring, one (1) knob, and the main connector. This is not consistent with the reported complaint condition; therefore, the complaint is not confirmed as broken. However, there is a missing set screw, so the complaint can be confirmed for missing component. There is also some wear to the connector portion of the device and the lot number etching was observed slightly illegible. Dimensional inspection: dimensional analysis was not able to be performed on the relevant features that contributed to complaint condition because of the missing components. Document/specification review: the following drawing(s) was reviewed; connector assembly. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The service & repair evaluation reported the following: ¿the customer reported the device was broken. The repair technician reported the etch of the device was not legible. Etch unreadable is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed.¿ conclusion: the complaint condition is confirmed as the connector assembly was received with a missing set screw. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces (such as being dropped, struck off axis or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection, the flexible shaft connector for use with jacobs chuck was found broken. There was no patient involvement. This report is for a flexible shaft connector for use with jacobs chuck. This is report 1 of 1 for (B)(4).